Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. The operator reported clamping the line off too soon. Rinseback of the patient's blood was started but could not be completed due to clotting, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The arterial alarm is attributed to the user error as the operator clamped the line to soon at the end of treatment. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.